Manufacturer narrative:
Additional information: d4. The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Per the reported information, the product will be returned once the replacement device is received. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. Based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device has not been returned. An investigation will be carried out and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the lower left anchor fractured off of a silent nite 3d sleep device. Additional information received reported that there was no harm to the patient and no intervention was required. The date of event is unknown.